Event description:
It was reported that surestep foley catheter inserted into patient. At first it was reading the temperature accurately then within about an hour it was reading the temperature erroneously. Would not go above 21 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.